Event description:
Medtronic (covidien) received information through a clinical study that on day after treatment an x-ray showed a small bleed in the right basa ganglia with minor peri-focal edema as well as compression of the right side ventricle. It was reported that the event was resolved three months after treatment.

Manufacturer narrative:
Lot history record review. A review of the lot history record was conducted. No issues were identified that would have contributed to this event. The device was discarded by the user facility; therefore device analysis could not be performed. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).